Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.

Event description:
During an atrial flutter ablation procedure, the generator temperature exceeded the programmed temperature parameters. The procedure was stopped and rescheduled. There was no adverse consequence to the patient.